Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following (B)(4) acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
When they inflated the trellis balloons and injected the lytic agent, the physician noticed the lytic agent was not staying. They suspected there was a hole/leak in one of the balloons and it was not staying inflated. No harm done to the patient. The procedure was completed with another trellis device. Investigation of the returned device on (B)(6), 2014 found a leak at the distal end of the manifold.

Manufacturer narrative:
A review of the device history records for this device did not reveal any discrepancies relevant to the reported event.additional information has been requested. Should it become available a supplemental report will be submitted.